Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. A component in the programmer had an electrical overstress. The programmer was repaired and no further anomaly was found.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer was emitting a burning smell when switched on. Thus, this programmer would be returned for repair. No adverse patient effects were reported.